Event description:
The hcp reported that the device was explanted after an implant duration of 43 months. Reason given for the explant was "battery depletion." The device was returned to the manufacturer for analysis.